Event description:
The user facility reported a 78-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that after the physician placed the device across the aortic valve and turned the pump on, low flows and suction alarms were noted. The physician attempted to reposition the device; the flows improved but the alarms returned. On x-ray there was a notable kink in the cannula just prior to the outlet. The physician explanted the pump and re-attempted to place the same device but the same kink in the cannula just prior to the outlet was observed. A new impella was used.

Manufacturer narrative:
(H3) the investigation into the reported product damage (cannula kink) has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found that a cannula kink was observed near the outlet cage. There were no other abnormalities observed. During functional analysis the returned complaint pump was connected to automated impella controller (aic) and run on different p-levels. There were no alarms observed. The root cause of the low pump flow was determined to be a cannula kink due to patient condition related. Should additional relevant information become available, a supplemental report will be submitted.